Event description:
The customer reported no subtraction function. There was a dark shadow around an image during subtraction. No pt injury was reported.

Manufacturer narrative:
The ge svc rep replaced the old version image processor pcb, and replaced the passive backplane due to prior single board computer change. He tested the fluoro, cine playback and subtraction. Verified image resolution. System operating as intended.